Event description:
It was reported that during mca (middle cerebral artery) m3 aneurysm embolization case. Used subject guidewire to deliver inside microcatheter. The patient's vessel was quite thin and it was hard to be super selected and the operator rotated the subject guidewire again and again and then distal of the subject guidewire was fractured during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
This is 1 of 2 reports (1st MDR). Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned.

Manufacturer narrative:
This is 1 of 2 reports (1st MDR) h3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during mca (middle cerebral artery) m3 aneurysm embolization case. Used subject guidewire to deliver inside microcatheter. The patient's vessel was quite thin and it was hard to be super selected and the operator rotated the subject guidewire again and again and then distal of the subject guidewire was fractured during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.